Event description:
It was reported from a blood center that one (1) apparently false negative result was obtained while using the pall bacterial detection device; i.e. An apheresis platelet unit sample was tested for % oxygen and measured within specifications for a pass result. This apheresis unit was split into two products and sent to two different facilities. First split unit was sent to a transfusion facility that maintains an sop directing the culture of a sample of each platelet product when issued for transfusion. As such, the 1st split unit sample was cultured and tested positive for strep viridans. The 2nd split unit had been sent from the blood center to a different transfusion facility that does not routinely culture samples of platelets prior to transfusion. Both platelet product split units were administered to different patients, one at each transfusion, and no transfusion reactions were reported from either facility.